Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received an unspecified error alarm. The customer¿s blood glucose level was 180 mg/dl. The customer states the alarm received was unable to get past rewind screen. Troubleshooting was performed for an unspecified error alarm. Advised the pump will need to be replaced. Advised customer refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and rewind. Device was unable to prime during prime test and alarm motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, self test and excessive no delivery test due to prime anomaly.